Event description:
Pt on constant infusion of flolan using legacy pump. When pt hooked up new cassette they forgot to remove red cap from line. Since the red cap is universal it fits on female receiver but blocks the flow. Pump didn't alarm high pressure so pt didn't get any medication all day long. Changed pumps, second pump alarmed hi pressure. Went to hospital where the red cap was discovered to be blocking line.